Manufacturer narrative:
Field service engineer (fse) spoke with customer and had the customer perform a laser test to verify laser is working correctly. It was identified that the physician was trying to treat an area that contained no hemoglobin which led the physician to believe the laser had no power. The laser is working correctly. Service repair on the console is not required.

Event description:
It was reported that during a surgical procedure, the laser was not able to burn through the tissue; red and green beams were round and solid; no error message was observed. The procedure was not completed due to this event. Patient outcome: no injury to the patient was reported.